Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the system was in use for a diagnostic procedure at the time of the event. The procedure was aborted. No harm to the patient or user was reported. A philips field service engineer (rse) spoke with the customer. However, no remote or onsite evaluation or repair was performed by philips as the customer refused philips' service. The reported product malfunction could not be confirmed. No further information was received regarding the root cause and resolution of the event. The codes were updated based on the investigation outcome.